Event description:
Info received indicates the head end of the stretcher moves side to side when in brake. The head end casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.